Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the connector on the radio frequency (rf) head was loose. The rf connector on the link electronic module (lem) board was damaged; it was replaced. The touchscreen was out of calibration; the x y board was replaced. The plastic spacer on the lem board was broken; the spacer on the lem board was replaced. The stylus cable was worn but remained functional; it was replaced as a preventative. The latch of the cable bay was broken; the cable bay was replaced. The bullets assembly was missing; new bullets were added. The bezel had minor damage. Touch screen was calibrated and its software was reinstalled. The device then passed all final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for repair subsequently tested out of specification during the manufacturers analysis. The programmer and rf head were returned for repair. There was no patient involvement.